Event description:
Hematuria and discomfort were reported following a catheter insertion.

Manufacturer narrative:
A urologist reported hematuria and an increase in patient discomfort following catheter insertions. He attributed the incident to the catheter starting the catheters were more rigid than the catheters they had previously been using. No medical intervention was indicated as a result of the incidents. No sample was returned for evaluation and no lot number was provided. We have received no other similar complaints for this device. A root cause has not been determined and we cannot rule out user technique as a contributing factor. We have not confirmed the issue but in an abundance of caution, this medwatch is being filed.